Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjohuntleigh inc (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(6) 2010: the orderly provided hygiene care (what orderly said to (B)(6): chair was up wright position when exiting bath. Resident grab armrest (left in front of her. Resident try to reposition herself in the chair using armrest. Armrest pulled out and pt fall on the ground (wound upper left eye and bruised left temple). Chair seat was 100cm from floor. Tub was not lowered prior raising chair out of bath. No safety belt on the chair. (B)(4).